Event description:
It was reported that the patient was having suicidal thoughts from the pain caused by the generator. Information was received that turning off the device did reduce the suicidal ideations. The physician believes the pain and the patient¿s psychosocial situation contributed to the suicidal ideations. No additional relevant information has been received to date.